Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure. The customer reported that the main drawer had many cubies which were not detected on the communication bus. The issue persisted even after restarting the station and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to connection issue of a row board cable. A field service engineer reseated the cable connection to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device. A supplemental will be created if additional information is received from the customer.